Event description:
Medical records were provided and reviewed by a health care professional. During the procedure, white caseating material (form of necrosis w/damaged tissue leaving appearance of soft cheesy substance), and scar tissue was observed in the joint space. The trunnion was worn with a small amount of visible metal wear. Small amount of impingement was noted at the 3 p.m. Position. The poly liner exhibited wear of approximately 1mm depth. The head and liner were replaced with new zimmer biomet products. No other complications/ findings related to the reported event were noted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty on (B)(6) 2013. Zimmer biomet components were implanted without complications. The patient was revised due to failed left hip arthroplasty. Lab reports - cobalt 5.3 (<1.9mcg/l) high, chromium ¿2.5 (<3.6mcg/l) during the procedure, white caseating material (form of necrosis w/damaged tissue leaving appearance of soft cheesy substance), and scar tissue was observed in the joint space. The trunnion was worn with a small amount of visible metal wear. Small amount of impingement was noted at the 3 p.m. Position. The poly liner exhibited wear of approximately 1mm depth. The head and liner were replaced with new zimmer biomet products. No other complications/ findings related to the reported event were noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00771101100, lot number: 62449949, brand name: m/l taper stem, catalog number: 00630505636, lot number:62364935, brand name: xlpe liners, catalog number: 00620005622, lot number: 62418072, brand name: acetabular cup, catalog number: 00625006530, lot number: 62460730, brand name: bone screw, catalog number: 00625006525, lot number:62483013, brand name: bone screw. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00295, 0001822565-2020-02017, 0001822565-2020-02018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revise due to pain, necrosis, tissue damage, elevated metal ion, impingement, and implant wear approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.